Manufacturer narrative:
This report is submitted on 9 january 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 21 november 2019.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 due to infection at implant site. The patient was re-implanted with a new device during the same surgery.